Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-69582 and 2032227-2014-69584.

Event description:
Customer called initially because of sensor issues. Troubleshooting was performed. Customer mentioned multiple hospitalization events. Customer reported he was hospitalized on (B)(6) 2014 for low blood glucose. On (B)(6) 2014 customer was hospitalized for low blood glucose but does not recall blood glucose level. Customer's blood glucose was at 62 mg/dl and took two glucose gel caps and blood glucose dropped to 42 mg/dl. Customer fell and hit his head, it was a mild concussion and was hospitalized for three days. Customer was not in a car accident. He was admitted for hypoglycemia and concussion. Customer was wearing the device at the time of the hospitalization. No further information reported.